Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and a spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, gray dots appeared and image in and out approximately 4-5minutes into the procedure. The nurse unplugged and plugged the spyscope ds ii and turned the controller on and off, and still no image. The procedure was not completed due to this event. A plastic stent was placed and bring back the patient for another spy case in 2-3 weeks. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and a spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, gray dots appeared and image in and out approximately 4-5minutes into the procedure. The nurse unplugged and plugged the spyscope ds ii and turned the controller on and off, and still no image. The procedure was not completed due to this event. A plastic stent was placed and bring back the patient for another spy case in 2-3 weeks. There were no patient complications reported as a result of this event. Additional information was received on january 18, 2022, confirming that the controller worked fine.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.